Event description:
Patient reported left side silicone particles in their body (silicone migration), including the resulting inflammation, cellular damage, increased risk of developing cancer, emotional distress, including fear and anxiety of developing cancer. The removal of the implant caused permanent scarring and disfigurement. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: although the etiology of the removal of the implants is unknown, the removal of the implant resulted in permanent scarring and disfigurement.